Event description:
Information was received reporting the breakage of the carrier tool during implant surgery. Apparently the carrier of the tunneling kit snapped when the extension leads were being passed through the patient. The physician feels the plastic socket part of the carrier is too large and not strong enough. It gets caught internally and breaks at the same point every time. Another of the same extension leads was used and no harm was caused to the patient.

Manufacturer narrative:
(B)(4).